Manufacturer narrative:
The reported event of r-wave amplitude variation could not be confirmed. As received, only the distal portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-24277. It was reported a patient's right ventricular (rv) lead presented with r-wave amplitude variation. The rv lead was explanted and replaced in a procedure on (B)(6)2023. During procedure, it was noted the atrial lead had insulation damage so that lead was also explanted and replaced within the same operation. Post-procedure the patient was stable.